Event description:
It was reported via phone call that the customer received treatment from the paramedics for low blood glucose, after he was unable to be woken up. Customer's blood glucose was 37 mg/dl. The paramedics treated with food and a glucagon shot. At the time of admission, customer's blood glucose was 29 mg/dl. The insulin pump had not been exposed to a magnetic resonance imaging machine. Caller did not want to wake up customer at time of phone call to complete all troubleshooting. It was advised that the patient speak with his healthcare provider regarding low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.